Event description:
Patient reported cgm inaccuracy and reported the following discrepancy: cgm was reading 128 mg/dl and blood glucose meter was reading 331 mg/dl. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries and patient reported to be in good condition.